Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Ventricle was accessed via transseptal puncture and retrograde aortic approach. Pentaray catheter was introduced via retrograde aorta for mapping. After tachycardia activation mapping, the smarttouch catheter was introduced via the femoral access site. Prior to traversing the septum, the goal was to perform ¿zero strength¿, which was challenging, as a significant atrial signal was produced. During one attempt, the physician indicated that the current location did not produce a signal and therefore, would be a good point to perform ¿zero strength¿. The catheter appeared to be outside of the map silhouette. A small pericardial effusion with progressive low voltage was observed and was determined to be controlled. Physician decided to continue the procedure and then perform a pericardiocentesis. Patient became hypotensive. Pericardiocentesis yielded an unspecified amount of fluid. Patient remained in stable condition and was transferred to the intensive care unit. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
Additional information about the patient and event were received on 2/1/2018. The patient was reported to be a male patient, age unspecified who underwent an ablation procedure for ventricular tachycardia (vt). The patient suffered a cardiac tamponade requiring pericardiocentesis. Physician decided to proceed with ablation despite the effusion since the patient had significant vt and the blood pressure was stable. Physician planned to perform a pericardiocentesis post-ablation. Patient became hypotensive. Pericardiocentesis yielded an unspecified amount of fluid. Patient remained in stable condition. Patient was transferred to the intensive care unit (ICU), where he remained until recovered. There is no information regarding patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with an unspecified needle. A st. Jude medical agilis sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30 ml/min. There was no information regarding anticoagulation during the procedure. There is no information regarding shaft proximity interference value. The thermocool smarttouch bidirectional navigation catheter was not in close proximity to another catheter. The thermocool smarttouch bidirectional navigation catheter was not zeroed due to the adverse event. Carto 3 system did not indicate to re-zero the catheter. Parameters for stability included: 2 mm range, 5 seconds, 50% of the time, and 8 grams. Color options used prospectively included impedance. There were no errors reported on any biosense webster inc. Equipment during the procedure. Concomitant products: st. Jude medical agilis sheath (non-biosense webster inc). Manufacturer's ref # (B)(4).